Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to complete incoming testing.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) was confirmed. Upon evaluation, the monitor displayed service code 203 (pulse test failure) during testing. The cause for the failure was isolated to a defective inductor t2 on the monitor defibrillator board. The root cause for the defective inductor could not be positively identified. No adverse event resulted from the defective monitor.